Event description:
It was reported that during an implant attempt the device was opened and it was found the device was not totally clean. The affected area first appeared to be a scratch, but the health care professional was able to clean the area. The device was never in contact with the patient and was not used. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.